Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to get a magnetic resonance imaging (MRI). The implantable cardioverter defibrillator was programmed to no pacing prior to MRI and since the patient was dependent it was decided to switch the mode to pacing the stimulus at a fixed rate. It was difficult to switch the mode and back out of the no pacing mode. Later, the device was put to the desired mode after exiting and starting over the mode change procedure. There were no complications with the patient due to this and the patient tolerated the procedure well. Initial programming was reinstated after the MRI.